Event description:
Boston scientific received information that this right ventricular lead, exhibited high out of range shock impedance measurements. The physician elected to surgically intervene and explant this product. During the procedure the rv lead was unable to be fully extracted and as a result was only partially explanted. The explanted section will not be returned for laboratory analysis. A competitor rv lead was successfully implanted and the remainder of the chronic lead, surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.